Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient experienced the events of ¿signs of capsular contracture on the right side¿, ¿a few folds¿, ¿bilateral hyposomal nodules related to complicated cysts¿ and ¿is worried about the news about allergan recall." The device remains implanted.